Manufacturer narrative:
(B)(4). The analysis results of the d11lt found that it was received with the reset button in armed position thus, no testing could be performed to evaluate the incident reported. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4). Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Event description:
It was reported that during a lap unknown procedure, the blade did not come out. Another device was used to complete the case. There were no adverse consequences to the patient.